Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) stated she was connected to the machine and the water was spilling out of it. The technical service representative (tsr) explained to the hp to recycle the machine and start over again using new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated the "water spilling out" was due to the cassette's patient line coming apart from the silicone tubing junction and plastic luer lock connector. The hp stated she initially did not see any defects or anything abnormal with the patient line; however, after priming and connecting to perform the initial drain the solution began to "spill out".

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was comleted for this report of a leak at the patient connector. The report was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be caused by an insufficient bond at the connection between the silicone tubing junction and plastic luer lock connector. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.